Event description:
The customer reported to olympus that there was an air/water leakage with the video scope . The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the adhesive on the tip part and objective lens was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated and confirmed that the adhesive around the objective lens peeled. Additional findings include; due to a pinhole on the bending section cover, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on bending section cover had a chip. Right/left lever was deformed. Protector of universal cord on suction connector side had a scratch. Venting connector of light guide connector was deformed. Light guide cover glass had a scratch. Video connector was deformed and had a crack. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.